Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system mini tray failed. A field service engineer recovered and inventoried every engine in the mini drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, mini-tray single-wide 12 pocket trays kept failing and stayed open. Customer had to open back of machine and release drawers to get to shut back. Customer had to move medications throughout all of the 18 mini-tray pockets and the issue kept happening no matter what mini-tray they used. Customer mentioned the issue kept happening during procedures and anesthesia had to call us because pockets containing narcotics could not be closed. There were no adverse events or injuries reported based on this incident.